Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported the balloon leaked gas occurred. The greater than 95% stenosis was located in the inferior genicular artery. A 2.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, the balloon failed to reach working pressure due to gas leakage and could not be dilated. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported the balloon leaked gas occurred. The greater than 95% stenosis was located in the inferior genicular artery. A 2.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, the balloon failed to reach working pressure due to gas leakage and could not be dilated. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 95% stenosed, mildly tortuous and mildly calcified. It was noted that the reported issue occurred during the first inflation at 10 atmospheres.